Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. This subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode were explanted based on a request from the patient. The patient was experiencing pain at the implant site and became very uncomfortable. A single chamber implantable cardioverter defibrillator (ICD) device and implantable transvenous right ventricular (rv) defibrillation lead were implanted. The patient was placed on antibiotics.